Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# unknown, implanted: (B)(6) 2006. Product type: catheter. (B)(4).

Event description:
It was reported that the catheter and side port were exposed with contamination of the wound from a fall. The diagnostic methods included visual inspection on (B)(6) 2013. The etiology of the event was attributed to wound exposure. The pump was explanted. The patient was reportedly recovered, resolved without sequela as of (B)(6) 2013 and was undergoing oral medication management. It was later reported the catheter site was exposed. The distal catheter was reportedly explanted as well. Diagnostic methods also included examination and palpitation on (B)(6) 2013. The etiology of the event was updated to the catheter tract. The type of medication being delivered via the device system was not reported.